Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leaking, looks smaller."

Event description:
Patient reported right side "leaking, looks smaller" and "feel warmth inside breasts." Device remains implanted.